Event description:
Patient's representative reported that in 2001, pt underwent a total thyroidectomy. During the surgery, pt suffered injury to their recurrent laryngeal nerves resulting in bilateral vocal cord paralysis. Actual medtronic x0med catalog product number is not known, and was not provided.